Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned and analyzed. Analysis found the guide tooth was damaged. Blood was noted on the distal electrode and proximal conductor. The outer insulation was breach cut and the inner insulation was kinked/buckled. The lead was stretched and implant damage was noted. (B)(4).

Event description:
It was reported that during implanting procedure, the helix mechanism was defective. The helix was screwed out in the package and it was not possible to screw it in for implant. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.